Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 potassium results for one patient sample from the cobas 6000 c 501 module. The initial result from an aliquot processed by the modular preanalytic analyzer (mpa) was 7.23. The result from another sample from the patient was 4.49. The primary tube that the aliquot was taken from was tested and the result was 4.79. The results from a third sample from the patient were 3.77 and 3.76. The unit of measure was requested but was not provided. The questionable result was reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the root caused to a pre-analytical handling issue. A hardware issue can be excluded.